Event description:
Ous MDR - it was reported that during the implantation, the screw could not be fully extended. The device could not measure the r wave and the threshold. The lead was explanted on (B)(6) 2009. No adverse patient side effects have been reported.

Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. Visual inspection demonstrated a bent is-1 connector pin. Damaging the is-1 connector pin requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. The deformation of the outer coil occurred most likely during the surgery. The quality documents associated with the manufacture of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.